Event description:
A patient underwent evar on (B)(6) 2014. There was extreme valve leakage of the sheath of the main body device. Action taken: fast working to prevent more blood loss. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.